Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient¿s lead was eroding through their skin. As a result, surgical intervention was undertaken on (B)(6) 2018 wherein the lead was inserted deeper in the fascia. At the post-operative follow-up visit (after 2 weeks), patient presented with lead protruding through their skin. As such, the physician buried the lead deeper ((B)(6) 2018). Reportedly, patient has effective therapy post-operatively. Patient denied system removal due to effective therapy. Further follow-up is pending. The issue remains unresolved.

Event description:
Additional information received that patient was seen at the follow-up visit (B)(6) 2018 and all issues were identified as resolved.